Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Design-related issues: the design of the tri-drive handle has been in the field since 2009. Exactech is aware of 10 similar complaint reports involving reported broken tri-drive handles due to pin disassociation since 2009. Because the tri-drive handle is used in both anatomic and reverse total shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Mfg-related issues: exactech is not aware of any other complaints involving parts from these manufacturing lots of (B)(4) units, which have been in the field since 2016 (74360036) and 2017 (9201001). Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr and racr for these tri-drive handles, rmr-00007 rev ¿ and racr-00010 rev -, were reviewed. The risk is captured in risk ID 9.5. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr and racr. The broken instrument reported was likely the result of the dowel pin disassociating from the assembly, which may have allowed the rear connection component to disassemble. However; this cannot be confirmed as the devices were not available for evaluation. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event from the broken instrument. An investigation was conducted: the broken instrument reported was likely the result of the dowel pin disassociating from the assembly, which may have allowed the rear connection component to disassemble. However; this cannot be confirmed as the devices were not available for evaluation

Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the cannulated tri-drive driver. The proximal pin of the handle broke during the beginning of reaming. No incident to patient. The device was returned, but not returned to the complaints department, and was unable to be located for engineering analysis. New information received 17 aug 2021. The instrument could have been broken during the surgery. However; the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept. After the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and [the agency] didn¿t receive any request for complementary information regarding this issue as well. No additional information has been provided about the event from the contacts.